Manufacturer narrative:
Device analysis report attached. This report is submitted on june 06, 2024.

Manufacturer narrative:
This report is submitted on august 4, 2020.

Event description:
Per the clinic, the device was explanted on (B)(6) 2019 due to extrusion of the electrode lead into the external auditory canal. The patient was implanted with a new device on the contralateral side during the same surgery.